Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. While inspecting the instrument, the cse found the reaction tray wash unit (wud) position 3 overflowing and fixed it. The cse ensured the aspirate probes were free of clogs. The cse repaired a kink in tubing for the reaction tray wash unit drain valve. The cse inspected and adjusted the reaction tray wash wud nozzle heights. The cse performed two (2) washes and calibrated the co2c. The cse ran precision, resulting satisfactory. Then the customer ran and verified quality control (qc). The cause of the discordant, falsely elevated co2c result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated carbon dioxide concentrated (co2c) result was obtained on a patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on an alternate instrument, resulting lower. The repeated result from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2c result.